Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesions inside the scope socket; no image output with 180 series scope; circuit board failure. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: error b30 due to poor contact caused by the adhesions found inside the scope socket. The no image output was caused by the circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented an error b30 and image freezing. The issue was found during reprocessing. There were no reports of patient involvement.